Manufacturer narrative:
The report we received indicated that there was a balloon burst during dilation of iliac artery. Hand injection. Pressure unknown. Calcified vessels. Procedure was terminated by another balloon catheter. There were no adverse effects to the patient. The product has not been received for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon burst.